Event description:
It was reported that during a routine follow-up, an alert was displayed that the high voltage lead impedance was high and out of range and had been since implant. It was not known if the cause was the ICD or competitive lead. Device remains implanted.